Manufacturer narrative:
This report is submitted on november 16, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced an issue with healing around the abutment site and subsequently was placed on oral and topical antibiotics and a topical steroid (date not reported). The implanted device remains.